Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 15 cm and 16 cm depth markers on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access, and/or maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that oncology patient receiving 3 consecutive days of treatment. Day 3 when flushed PICC noted immediate leaking at insertion site. No problem previous days. Repeat flush, same occurring. PICC removed. Hole noted in catheter between 5-6 cm mark. Chemo delay. Peripheral access established. PICC initially inserted on (B)(6) 2024 and no issues noted. R basilic 36/40 = oaj. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that oncology patient receiving 3 consecutive days of treatment. Day 3 when flushed PICC noted immediate leaking at insertion site. No problem previous days. Repeat flush, same occurring. PICC removed. Hole noted in catheter between 5-6 cm mark. Chemo delay. Peripheral access established. PICC initially inserted on (B)(6) 2024 and no issues noted. R basilic 36/40 = oaj. No other information was provided.